Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dr. Explanted the old worn liner and inserted a new liner. That liner would not lock into the cup. A second liner was then opened with the same result. The doctor determined that the locking mechanism had been compromised so he elected to cement a liner in place. Original implant date unknown. Doi: unknown. Dor: (B)(6) 2020; right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Removed not applicable code. Patient code: no code available (3191) was used to capture prolonged surgery.